Event description:
It was reported that during a laparoscopy left lung bullaectomy the staples did not form properly. After firing the device was difficult to open. Suture was used to complete the case.